Event description:
No additional information.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 383552 and lot number 4156494 . The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd nexiva 22 ga x 1.00in sp with maxzero catheter defective / damaged it was reported by customer that there was a hole identified in the body of the catheter during an unsuccessful placement verbatim: complaint received via email(s) attached there was a hole identified in the body of the catheter during an unsuccessful placement.